Event description:
Reporter stated that customer received the following results on 3 different meters within 3 minutes: 30.4 mmol/l (mobile system 1); 3.4 mmol/l (mobile system 2); 7.6 mmol/l (aviva nano system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1. (B)(6).